Event description:
This is filed to report positioning failure. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully implanted. After deployment of the first clip, a kink was observed on a steerable guide catheter (sgc). Therefore, the sgc was removed and replaced. While outside the anatomy, the kink was confirmed, and it was noted the sgc was unable to straighten or curve as the minus and plus knob was not working properly. The procedure was continued with a new sgc and another clip was implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the returned device for analysis, causes for the reported kink and inability to straighten or curve could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.